Manufacturer narrative:
Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested.

Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: during a procedure, it was reported that it was not possible to use the screwdriver and holding sleeves with the 16 mm and 18 mm screws. The holding sleeves were disassembled several times and worked fine with the older screws in the tsp set. The holding sleeve was removed in order for the surgeon to continue with the operation. Reportedly when the 18 mm screw engaged into the locking plate, the screwdriver end was destroyed when the surgeon used force. This is 3 of 3 reports for the same event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Functional test was performed with the returned holding sleeve with a new screw driver blade; the test showed that the device did function as intended. The pick-up and holding of the screws with the holding sleeve functioned as per design intend. There was no deformity to this holding sleeve.